Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) k090140. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 02/07/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2014 due to prophylaxis for hip surgery. The pt then had a retrieval on (B)(6) 2015 with successful retrieval via left internal jugular vein access. Plaintiff alleges that the operation involved complex percutaneous methods and required use of the "fall back" technique. Physician dictation noted that "there were no complications." Plaintiff is alleging other: postthrombotic syndrome/thrombosis in the vena cava, other: difficult, complex removal due to embedment.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data: adverse event to product problem; serious injury to product malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "post-thrombotic syndrome/thrombosis in the vena cava, difficult, complex removal due to embedment". Cook will reopen its investigation if further information is received. Unknown if the reported other: post-thrombotic syndrome/thrombosis in the vena cava, other: complex removal due to embedment is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.